Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system 5.4 leakage testing of the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error message e315 due to corrosion o the endoscope connector. There was no patient involvement.